Event description:
In 2006, as a result of a broken seal, an employee splashed cavicide into their eye when they were taking a bottle of a shelf. The doctor's office was contacted and it was reported that after the incident the employee saw an ophthalmologist. An unknown medication was prescribed to the employee. The employee is still seeing the doctor . The receptionist stated that the worker is having a problem with her teat ducts.